Event description:
It was reported that the patient underwent an unspecified surgical procedure. It was reported that the tip of the screwdriver broke as the surgeon was attempting to tighten the screw. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation showed there was no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.the above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.